Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9030817. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-01-30. Medical device lot #: 8176643 . Medical device expiration date: 2019-12-31. Device manufacture date: 2018-06-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. This was discovered during use. The following information was provided by the initial reporter: 2 complaints were received regarding repetitive incidents of gel globules presence in sst ii. Samples were centrifuged & loaded on roche cobas 8000 and sample short alarm was given so after checking the samples they detected the globules presence. Checking the 4 centrifuges in use in the separation area using the thermometers we received from cisem, the maximum temperature read during the centrifugation cycles was 31.6 degrees celsius. With more workload on two centrifuges out of 4, advised the senior to use the other two centrifuges for a period of time and observe the samples.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. This was discovered during use. The following information was provided by the initial reporter: 2 complaints were received regarding repetitive incidents of gel globules presence in sst ii. Samples were centrifuged & loaded on roche cobas 8000 and sample short alarm was given so after checking the samples they detected the globules presence. Checking the 4 centrifuges in use in the separation area using the thermometers we received from cisem, the maximum temperature read during the centrifugation cycles was 31.6 degrees celsius. With more workload on two centrifuges out of 4, advised the senior to use the other two centrifuges for a period of time and observe the samples.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.